Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the clinically observed error message was reproduced. Memory review confirmed that the device underwent a reset due to memory corruption which resulted in the observed error message. There was a failure with the hourly cyclic redundancy check (crc) that failed to self-correct this memory error.

Event description:
This supplemental report is being filled to include device analysis information.

Manufacturer narrative:
This product is returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that prior to implant, this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a message indicating the device should not be implanted. Data was sent for review which showed a possible memory anomaly. Boston scientific technical services (ts) recommended returning the device for analysis.